Event description:
It was reported that the patient underwent a heart transplant. The patient had multiple arrhythmias resulting status upgrade on the transplant list. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed, as log files were not submitted by the account for review. A specific cause for these events could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including cardiac arrhythmia and hepatic dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had arrhythmia and underwent multiple ablations and cardioversions before the left ventricular assist device (lvad). The patient had heart failure symptoms, palpitations, and shortness of breath. The patient also had syncope and low flow alarms. The patient developed both atrial and ventricular arrythmias. The arrhythmia in this event was not thought to be device or therapy related. The device operated as expected and the patient was able to have flows through the arrhythmias. However, the arrhythmia burden became too high and the electrophysiologist stated that there was nothing left to ablate and that the arrhythmias were near the vad inflow cannula. Later, the patient was having liver issues from the amiodarone. Transplant was the only option left.